Event description:
Additional information from the patient reported that the patient had a new program added for their back to be covered by stimulation. On that program, it would "drop their leg settings" down to below what they were at before. They turned off the back settings to 0.00 and everything was okay.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant was turning on and off on its once since a couple of days ago. The patient was losing stimulation to their feet and it hurt. The setting was reverting to the lower numbers. The patient thought something was wrong with their implant in the last couple days. The patient requested to meet with the manufacturer representative. The patient was waiting for insurance to approve a new implantable neurostimulator (ins). The patient reported that they knew how to use the patient programmer and about adaptive stimulation. There were no falls recently that would cause a change. The patient did not want to call the health care professional (hcp) office. The patient was scheduled for an office visit with their hcp and requested the manufacturer representative be there. No further information was known at the time of the report.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the settings reverted to lower numbers, there was a loss of stimulation in feet, it was turning on and off, and it continued to still turn off while showing "a" on the screen. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause remains undetermined. Follow-up was conducted to see if the troubleshooting with the adaptive stimulation transition zones resolved the issue.

Event description:
(B)(4). Information about the stimulation being off and not in their feet/legs was omitted and addressed in (B)(4). Information regarding the programmer was omitted and addressed in (B)(4). Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant was turning on and off on its once since a couple of days ago. The patient was losing stimulation to their feet and it hurt. The setting was reverting to the lower numbers. The patient thought something was wrong with their implant in the last couple days. The patient requested to meet with the manufacturer representative. The patient was waiting for insurance to approve a new implantable neurostimulator (ins). The patient reported that they knew how to use the patient programmer and about adaptive stimulation. There were no falls recently that would cause a change. The patient did not want to call the health care professional (hcp) office. The patient was scheduled for an office visit with their hcp and requested the manufacturer representative be there. No further information was known at the time of the report. Information about programming for back pain and no stimulation in legs is documented in (B)(4). Information about therapy stopping and por is documented in (B)(4). Additional information from the patient reported that the patient had a new program added for their back to be covered by stimulation. On that program, it would "drop their leg settings" down to below what they were at before. They turned off the back settings to 0.00 and everything was okay. (B)(4): additional information was received from the patient via the manufacturer representative reporting that stimulation was still turning off. The patient saw an "a" when it turned off. During the call, the manufacturer representative changed the transition zone size to make the upright transition zone larger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.